Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported experiencing high blood sugar for a week. She is questioning bolus advice the meter provided. Patient questioned the bolus advice for as long as she has had high blood. The most recent reading was 403 mg/dl at 6:21 pm on (B)(6) 2015. The meter recommended 2.3 u. She thought that was too low amount for the blood sugar of 403 mg/dl and the correct entry of carbs. She had entered 45 grams of carbs on the diary. She had overridden the amount of 2.3 units and gave herself 20 units. Patient does not believe the bolus advice is working as intended. Requested return of the alleged meter for evaluation; replacement was sent.